Event description:
It was reported there was a failure when doing the paddle test. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy pca. The reported problem was confirmed. The device was operational after defective therapy pca is replaced. The investigation concludes that no further action is required at this time